Manufacturer narrative:
Additional attempts to the pt have been made with no additional information provided. This MDR includes all event information received to date. This MDR is being filed as a serious injury. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.

Event description:
The following was reported by the pt's peritoneal dialysis nurse: on (B)(6) 2013 the pt suffered a heart attach, and was admitted to the hospital. The pt was not receiving treatment at the time of the event. The pdrn reported that the pt has an occlusion that the physician can not treat.